Manufacturer narrative:
Results: device discarded - unable to follow up. Method: device not returned. No evaluation will be performed.

Event description:
On (B)(6) 2010, a patient called to report experiencing severe pain and watering in both eyes (ou) about a half hour after inserting the second set of lenses from two multipacks of lenses. Patient stated that this occurred (B)(6) 2010. This medwatch form is reporting the event for the left eye. The patient reported immediately removing the lenses from ou. The patient reported immediately presenting to an eye care professional, after the lenses were removed from ou, who "didn't even put me in the chair, and referred me to the ER." The patient reported being seen in a local ER on the same day, being diagnosed with "scratched corneas" ou, "left eye greater than the right eye," given "antibiotic drops to use every hour" and that the emergency room doctor inserted "numbing drops and prescribed vicodin." The patient reported discarding the lenses in question. The patient also reported having been seen for follow up by an ophthalmologist. The patient refused to provide any additional information; no additional information is available at this time. Due to the limited amount of information provided by the patient and because the patient was instructed to use antibiotic drops every hour, this event is being reported as worst case. A lot history was requested which indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on the limited information available, no further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.